Event description:
The customer reported that alarm keeps turning off by itself. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote application specialist (ras). The customer alleged that a progressive care unit (pcu) monitor stopped alarming for a desat alarm by itself overnight sometime between 0000 and 0400 on (B)(6) 2026. The staff stated that the desat alarm stopped while the staff member was in the room. The customer stated that the audit logs showed an acknowledgment at the bedside monitor. The ras examined the logs and saw that the spo2 alarm was being turned off from pic hvh2_telwr01 and turned back on at the bedside monitor #2020apcu as per the provided log files. The ras sent this information with a screenshot to customer by email on (B)(6) 2026. Logs were sent to a philips internal product support engineer (pse) for further review. Summary of technical complaint investigation: the philips internal pse agreed with the ras findings noting that the logs showed the instances of the alarms being disabled at the pic, and then reenabled at the bedside. Attribute: date attribute: institution attribute: bedlabel attribute: action attribute: devicename attribute: actiontype (B)(6) 2026 6:32 nyph - hvh 2020apcu user request: spo2 - alarms on pic ix: hvh2_telwr01 alarm on/off (B)(6) 2026 5:47 nyph - hvh 2020apcu user request: spo2 - alarms off pic ix: hvh2_telwr01 alarm on/off (B)(6) 2026 2:34 nyph - hvh 2020apcu spo2 - alarms from off to on #2020apcu alarm on/off (B)(6) 2026 1:22 nyph - hvh 2020apcu user request: spo2 - alarms off pic ix: hvh2_telwr01 alarm on/off (B)(6) 2026 1:20 nyph - hvh 2020apcu spo2 - alarms from off to on #2020apcu alarm on/off (B)(6) 2026 0:54 nyph - hvh 2020apcu user request: spo2 - alarms off pic ix: hvh2_telwr01 alarm on/off based on the information available in the case and logs provided by the customer, the unit alarmed as designed. The logs showed that the alarms were being turned off at the pic. It was confirmed that there was no product malfunction with the unit. If additional information is received, the complaint file will be reopened for further investigation.